Manufacturer narrative:
(B)(4). A batch review was not performed. The sample was not returned for sample evaluation therefore the problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a connection issue which caused peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The connection issue was further described as a disconnection of the cassette from the solution bag. The patient reported that during therapy (approximately two days prior to onset of the peritonitis) the patient had turned around and when he turned back to the supplies, the supply line had become disconnected from the solution bag and the solution bag was leaking out the open port. The patient reported that he quickly reconnected the supply line to the bag and continued with therapy. On the same day as onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics. At the time of this report, the patient remained hospitalized, the patient was recovering from the peritonitis, and dianeal therapy was ongoing. There were no visible abnormalities noted in the supplies that may have contributed to the event. No additional information is available at this time.